Event description:
Pt fell sometime during the week of 12/25/94, back pain increased and went to see physician. Two open head bone screws broke. Surgery on 1/26/95 to remove all implants and completely replace them for spinal stabilization.